Event description:
New information received noted that the right ventricular lead was capped and replaced on (B)(6) 2019. There were no consequences to the patient.

Manufacturer narrative:
Correction: reportable aware date for additional information submitted in manufacturer report number: 2017865-2019-15134 should have been 1 dec 2019.

Event description:
New information received noted that the right ventricular lead noise was reproducible and a right ventricular lead revision procedure was completed. No further information was provided.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high, out-of-range impedance. It was suspected that the high, out-of-range impedance was due to lead noise. It was discussed that the patient will be scheduled for an in-clinic visit to complete isometrics tests and pocket manipulation to determine if lead noise is reproducible. No interventions were reported. There were no patient consequences reported.